Event description:
The patient alleged that it would take several presses of the up arrow button before the pump would respond.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The keypad was found to be peeling at the "ok" button. The keypad buttons were responsive and springing back normally. Adhesive was observed under button contacts. In addition, peeling keypad was observed during investigation. Contamination was observed under buttons.